Manufacturer narrative:
It was reported the switch emitted sparks. Customer took the switch apart so qc was unable to determine why the switch sparked.

Event description:
Customer called and stated a spark shot out of the switch.